Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that the user got an error 64 after taking a spin with the imaging system. They rebooted and registration was lost so they had to re-spin and re-verify all the instruments. The event caused a surgical delay of less than one hour. There was no impact on patient outcome.

Manufacturer narrative:
Continuation of d10:concomitant product section d information references the main component of the system. Other relevant device(s) are: product ID: 9 735740, serial/lot #: (B)(6) onsite functional and visual examination was performed by a manufacturer representative. The system passed a system checkout and was determined to be operational. B01 c19 d14 apply a software analysis was initiated. It was determined that a software anomaly caused the reported event. B01 c10 d02 apply medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.